Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endoscopic biliary drainage, the subject device was used. When the user tried to exchange the device for a new one, the user found that the flap on the bile duct side was broken off and the device migrated inside the bile duct. The device was retrieved from the bile duct to the duodenum with a balloon. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Only the stent was sent. All four flaps (rear end side) on one side of the stent were broken. No fragment was sent. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Previous similar cases have shown that the side flaps possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap damage. The above device handling has warned in the instruction manual.